Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 185 ohms. There seems to be slow increase from 97 ohms to around 180 ohms in the impedance values since couple of year. Technical services (ts) discussed to most likely have gen change for this patient. This lead currently remains in service. No adverse patient effects were reported.